Event description:
Event description boston scientific received information that this transvenous defibrillation lead dislodged. The lead was repositioned without incident. There were no patient symptoms reported with this clinical observation.